Event description:
Eight -8- models of water circulating blankets used during surgery to maintain or regulate pt temperature, and twenty-one -21- models of similar pads used for numerous heat-therapy applications, malfunction in a manner that prevent the devices and related safety systems from working. Failures also prevent the delivery of the intended treatment of therapy. The magnitude of this device failure is significant and involves serious safety concerns for possibly millions of pts.